Event description:
Reporter stated the customer obtained the following results: 41 mg/dl at 6:02pm 72 mg/dl at 6:10pm 88 mg/dl at 6:56pm 41 mg/dl at 6:57pm 185 mg/dl at 7:10pm 121 mg/dl at 7:10 pm 102 mg/dl at 7:11pm 73 mg/dl at 7:11pm. Reporter stated that she self-treated with a peanut butter and jelly sandwich and soda. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.